Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found the display board not working. The fsr replaced the display board and the unit passed all user verification tests. The carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component did not duplicate the reported issue as the screen operated without failure.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Fse report: field service engineer (fse) ordered a front panel assembly that is under warranty.

Event description:
The customer reported the touch screen stopped working on the vela ventilator. The customer reported there was patient involvement but no patient harm/injury. The customer requested field service engineer (fse) to evaluate the reported device.